Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and customer symptom duplicated. System receiving collimator error. Troubleshooting revealed homing issue. Y blades were not opening. After calibration per user manual and a rehoming system was now fully functional. MDR codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for procedure. It was reported that the system was stating error initializing collimator and red x on pendant. There was no patient involvement.